Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure, hysteroscopy, and dilatation and curettage in 2008. Bloody vaginal discharge without clots began immediately after the procedure. Two days later, the pt experienced pain and tenderness in the lower abdomen. The pt was given an unk antibiotic for gynecological infection the same day, which was completed as prescribed, and the following month, the pt began a ten-day course of flagyl. The pt has currently been diagnosed with dysfunctional uterine bleeding and the physician wants to put the pt on a ten-day course of hormones to stop the bleeding.

Manufacturer narrative:
Other: dysfunctional uterine bleeding occurred. Other: infection occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted.